Event description:
Reportedly, in an alert remote report, vt episodes (B)(6) 1969 and (B)(6) 1970 were observed. In addition, the report submission date was 1 january 1970. The ICD functions properly.